Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, brown particles in fill channel and one curved opening in the posterior. A leak test was performed which identified openings. A microscopic analysis was performed which identified one crease sharp opening assessed as fold flaw opening and one opening curved striated assessed as surgical damage. A fill inspection was performed and identified no blockage in the valve. The creases condition that was indicated in the complaint was observed; nevertheless, is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device (multiple handling during the explantation shipping process could lead a variation on the device conditions). Based on the device analysis the final assessment is determined to be one opening crease sharp assessed as fold flaw opening, one opening curved striated assessed as surgical damage and creases condition was observed but not related to the manufacturing process.

Event description:
Device has been explanted. Healthcare professional reported "creases associated with hole" and the surgeon made a "scissor cut to empty fluid."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional data: additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Physician reported right side deflation. Device remains implanted.